Event description:
Per the report from the distributor, the dr was using the co's device with the catheter of another MFR. After the fourth infusion of medicine the dr reported the catheter had come off.